Event description:
It was reported that the patient came to the emergency room (ER) due to atrial fibrillation with rapid ventricular response. While in the ER, a lead integrity alert (lia) occurred due to short interval counts (sic) and high rate non-sustained tachycardia (hrnst). Eventually the patient went into ventricular fibrillation (vf) and under-sensing prevented device detection. The patient experienced a cardiac arrest and the ER staff provided an external shock to the patient. Reprogramming was done for the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Episodes consistent with atrial fibrillation with rapid ventricular response. Concomitant product: 5076-52 lead, implanted: (B)(6) 2015. (B)(4).